Manufacturer narrative:
Lot# mk911601. A visual inspection of the teflon pad found it to be slightly melted on the tip of the grasping section, but no metal exposed. The distal end of the device was inspected under a microscope and found no visual indication of damage to the probe unit. It was noted that the wiper had no movement due to tissue build up and the consistency of movement of the handle and jaw was tight and stuck. The handle could not be operated due to tissue build up at wiper section. The device will be sent to the original equipment manufacturer (OEM) for further investigation. If additional or significant information becomes available at a later time, this report will be supplemented accordingly.

Event description:
Olympus was informed that during a therapeutic total laparoscopic hysterectomy procedure, the teflon pad melted off the grasping section of the device. It was reported that no device fragments fell into the patient. The intended procedure was completed with another similar device. There was no patient injury reported. Olympus followed up with the user facility and was informed that the device was tested prior to the procedure by the nurse and no abnormalities were found. However, limited information was provided regarding the reported event.

Manufacturer narrative:
The device referenced in this report has not yet been returned to olympus for evaluation. The exact cause of the reported event could not be conclusively determined at this time. This type of teflon pad damage is most likely related to the operator's technique. The instruction manual contains several warning statements in an effort to prevent damage to the teflon pad. "Do not activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel. Do not activate output while applying the probe tip to the tissue with a strong force. Do not activate output while grasping thick and hard tissues. Otherwise, various forms of damage in the probe tip and/or the tissue pad such as premature wear, breakage, deformation, exposure of metal, and/or falling inside the body cavity, and/or partial separating may occur." If additional information or if the device is received at a later time, this report will be supplemented accordingly.